Event description:
It was reported that during a pci/stenting treatment procedure, the maverick 2 monorail 15x2.5 mm balloon ruptured at eight atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the left anterior descending coronary artery. The physician used a 6f zuma2 sl3.5 giude catheter and a .014 route guide wire to cross the lesion. The maverick2 monorail balloon was being used to post-dilate a driver 15x3.5mm stent when the rupture occurred. The maverick2 monorail balloon was removed and replaced with a vento 14x2.5 balloon to successfully complete the procedure. No pt injury or complications were reported. Pt status is reported as 'fine.'